Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's stimulator has "gone dead" as of (B)(6), and that they see the word off on the patient programmer (pp). The patient charges every 3-4 days and when they attempted to charge last night it was "totally disconnected." The flashing off has never happened to the patient before and as a result they felt weird on (B)(6) and have had trouble talking since implant. They also felt terrible on the night of (B)(6) because they couldn't sleep, with it noted that they always have had trouble sleeping but it was worse. The patient first noticed the issue at the barber on (B)(6) when they "banged into it a couple times," with the consumer indicating that they probably accidentally turned it off. The patient was then able to turn therapy back on with the implant working again, but the issues with sleep and talking unresolved. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.